Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.

Manufacturer narrative:
This is being reported for a problem found earlier. Engineering evaluation did not find a system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Additionally, evaluation of the fluoroscopic images assigned to l4 and s1 revealed that the ap and lateral images both contained tracking errors. A tracking error can occur if the position of the c-arm or patient changes from when the x-ray was emitted to when the x-ray image comes over to the system. Tracking errors can lead to shifts in the merge and can cause issues with navigation integrity. Furthermore, investigation of the pre-operative merge revealed that l4 contained a pre-operative merge shift as well. The combination of skiving, tracking errors, and a merge shift likely resulted in screws being misplaced. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.